Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that the patient was taken to the emergency room due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 1 and 4 hours; mother realized the cannula had dislodged from the infusion site (abdomen). Symptoms reported include hyperglycemia, vomiting and a rash. The patient was treated with insulin, fluids and zofran. The patient was released from the ER the same day. The pod was removed and replaced in the ER, and was discarded.